Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. (Calculated from the date when the power module was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient¿s daughter found the patient deceased with the lvad system disconnected from external power. No one was home with the patient prior to the daughter finding the patient. It was reported that the patient¿s family believed the event was related to a suicide attempt. The submitted log file was reviewed by the manufacture¿s technical services representative and revealed that the patient had been on the power module at the time of the event, and that the voltage levels dropped indicating a possible issues with power module patient cable degradation, or that the power module was operating on the backup battery. Power from the power module depleted, and the device was powered by the system controller¿s backup battery. The backup battery depleted and device operation stopped. The patient subsequently expired. No additional information was provided.

Manufacturer narrative:
The 14v power module patient cable was not returned for evaluation; however, the power module was returned. The reported event of no external power was confirmed based on the evaluation of the submitted and retrieved system controller log file. The log file contained 240 entries spanning approximately 20 days, from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2017 at 23:00 the patient connected to the power module from external batteries as indicated by power cable disconnected alarms and recorded voltages. At 23:40, approximately 40 minutes later, recorded voltages suggest the power module was operating on its internal backup battery. Per the event description the power module was found not connected to power. At 23:55, approximately 15 minutes later, a no external power alarm became active and both the black and white power cable disconnect flags were recorded. Per the event description the system controller was found disconnected from the power module. The internal backup battery was now in use. The backup battery operated for at least 1 hour and 58 minutes as an event was recorded at 1:53 on (B)(6) 2017. The backup battery was drained completely as indicated by the time stamp resetting to (B)(6) 2001 1:00 accompanied by a motor stop and backup battery uninstalled alarm in the following event. When power was restored to the system controller via power module, the actual speed recorded zero and then ramped up to the fixed speed of 9800 rpm. The yellow wrench advisory alarm was active in the following events for the time clock not set. The time clock remained not set through the remainder of the log file. It is unclear how long the pump was stopped because the time clock reset. The pump stoppage occurred because the system controller¿s internal backup battery became fully depleted during a no external power situation resulting in a loss of power to the system controller. The reported event could not be confirmed based on the analysis of the power module. The power module was received with minimal protection. Visual inspection of the power module observed a damaged bottom and top housing, damaged internal lvad cable assembly, battery door broken and the unit had a depleted 12v sla battery. The customer was notified of the damage and did not want the unit repaired. A review of the device history records revealed the device (power module) met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.